Event description:
It was reported that the user experienced no insulin delivery after a supply change and had been placing consecutive infusion sites in the same body area, with one site noted to curl over during a guided site change; the user declined changing the cartridge to avoid wasting insulin. Symptoms included hyperglycemia, with reported sensor glucose 162 mg/dl and blood glucose readings of 240 mg/dl and 216 mg/dl. Outcomes included troubleshooting and education provided on alternating infusion sites and completing a site change, with additional information still needed from the user. Investigation included customer support troubleshooting and education. Investigation of this case revealed insufficient information to determine a device malfunction, with user technique and infusion site placement as potential contributors to reduced or interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.